Event description:
It was reported that the patient had an infection. Symptoms included drainage, erythema, and increased pain from her spinal cord stimulator incisions. It was also reported that the patient was experiencing burning pain associated with her incision. Additional information was received that the location of the infection was at the incision site. Symptoms included pus at incision site. It was unknown if the infection was device or procedure related. The patient underwent a full system explant procedure was doing well postoperatively.

Event description:
It was reported that the patient had an infection. Symptoms included drainage, erythema, and increased pain from her spinal cord stimulator incisions. It was also reported that the patient was experiencing burning pain associated with her incision. Additional information was received that the location of the infection was at the incision site. Symptoms included pus at incision site. It was unknown if the infection was device or procedure related. The patient underwent a full system explant procedure was doing well postoperatively. Additional information was received that the explanted products will not be returned due to hospital policy.

Event description:
It was reported that the patient had a postoperative infection. Symptoms included were drainage, erythema, burning sensation and increased pain from the incision sites were noted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7118418/7119941.